Manufacturer narrative:
A heartsine service representative performed evaluation of the customer¿s device and was not able to duplicate the reported issue. The device issued all speech prompts with no abnormalities. A cause of the reported issue could not be determined. The customer's device shall be scrapped and replaced.

Event description:
The customer contacted heartsine to report that their device would not provide audio voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device would not provide audio voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no report of patient use associated with the reported event.